Event description:
The rotator of the stopcock broke during power injection. No harm or injury reported.

Manufacturer narrative:
Device eval: the suspect device has not been received for eval. Eval conclusion: a follow-up report will be submitted when the device eval has been completed.